Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, d9, h2, h3. H6 and h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The complaint was not confirmed due to device scrapped and was unavailable for further analysis. The definitive root cause of the reported issue could not be determined. The cause cannot be established due to no findings available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a number of urinary tract infections- cystitis- (uti), bladder infections occurred with the use of flexible endoscope (cyf-5).. The number of affected patients are unknown. The customer reported all tests were normal, no evidence of device malfunction, and all cultures were negative. Olympus made multiple attempts to obtain additional information but customer refused to provide additional information regarding infection.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The complaint is linked to the patient identifier: (B)(4).